Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing that resulted in delivery of several inappropriate shocks. Tachycardia therapy was exhausted as a result. The patient reported feeling pre-syncopal during the episode. Programming changes were made and this product remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing that resulted in delivery of several inappropriate shocks. Tachycardia therapy was exhausted as a result. The patient reported feeling pre-syncopal during the episode. Programming changes were made and this product remains implanted and in service. No adverse patient effects were reported. Additional information was received that additional inappropriate shocks were delivered due to t-wave oversensing and oversensing of noise. Appropriate sensing was observed when the sensing vector was reprogrammed to primary. No adverse patient effects were reported. This device remains in service.